Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during a pci to treat in-stent restenosis. This is in-stent restenosis. Therefore, predilation with a non-compliant balloon followed by drug-coated balloon. Due to distal perforation, it was necessary to embolize the leak with coils. The first microcatheter was unable to pass through the first old stent. This is why we used the turnpike instead. At the same location, the turnpike became stuck and would not advance any further. After two clockwise turns, it still would not advance. We decided to remove the microcatheter and predilate this section where the microcatheters was stuck. When we removed the turnpike, the distal tip detached and remained stuck in the old stent. Subsequently, jailing of the broken tip with a new stent. Took a new microcatheter and embolization of 4x coils to occlude the perforation. It took some time to jail the lost tip, but once it was done, the patient was able to leave the clinic 48 hours later with no sequelae related to the lost tip."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Additional information indicated that the vessel location was the bisecting artery or intermediate branch, and the procedure was in-stent restenosis in the middle segment. The artery was neither tortuous nor calcified. The approach was antegrade. The first microcatheter used (corsair pro) was unable to pass through the first old stent. A turnpike was used and became stuck at the same location. After two clockwise turns, it would still not advance. When the turnpike was removed, the distal tip detached and remained stuck in the middle segment of the old stent. The tip was jailed, and patient was able to leave with no sequela related to the lost tip. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "during a pci to treat in-stent restenosis. This is in-stent restenosis. Therefore, predilation with a non-compliant balloon followed by drug-coated balloon. Due to distal perforation, it was necessary to embolize the leak with coils. The first microcatheter was unable to pass through the first old stent. This is why we used the turnpike instead. At the same location, the turnpike became stuck and would not advance any further. After two clockwise turns, it still would not advance. We decided to remove the microcatheter and predilate this section where the microcatheters was stuck. When we removed the turnpike, the distal tip detached and remained stuck in the old stent. Subsequently, jailing of the broken tip with a new stent. Took a new microcatheter and embolization of 4x coils to occlude the perforation. It took some time to jail the lost tip, but once it was done, the patient was able to leave the clinic 48 hours later with no sequelae related to the lost tip.".